Event description:
Rep reported that the healthcare user believes the device spontaneously adjusted. The device is still implanted. The patient is doing okay, but still experiencing headaches.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint cod (B)(4). A follow-up is being generated due to the medwatch changing classification from malfunction to serious injury. Based on a phone conversation (B)(4) received from (B)(4) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
Initial setting at "1". Re-adjusted to "2" at bedside on (B)(6) due to patient still not feeling well. Re-adjusted to "3" on (B)(6) 2012 due to patient still not feeling well (x-ray confirmed). Re-adjusted to "4" on (B)(6) 2012 due to patient still not feeling well (x-ray confirmed). Re-adjusted to "5" on (B)(6) 2012 due to patient not feeling well (x-ray confirmed). On (B)(6), determined that setting was actually at 4 and was re-set to 5. Patient advocate believed that the valve spontaneously changed pressure setting. Patient condition ok for now but not fully satisfactory (continued headaches). Rep comfirmed that the device is still implanted. Nothing will be returned. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to the medwatch changing classification from malfunction to serious injury. Based on a phone conversation (B)(4) received from (B)(4) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device still implanted.